Manufacturer narrative:
The insulin pump was received with blank display due to faulty connector on mother board. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 170 mg/dl. The customer stated that he did not receive a low battery alert prior to the device shutting off. He stated that he had been outside for a few hours and had stopped to give himself insulin when he noticed the blank display. He stated that the insulin pump had not been dropped, bumped, or exposed to moisture. He did not observe any damage or corrosion to the battery cap contacts or battery compartment. Upon troubleshooting, the display did not return after a battery replacement. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.